Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a dentist on (B)(6)-2010 - (B)(4). This case involves an adult female pt who has been receiving poly-l-lactic acid (sculptra) therapy for 2-3 years. No additional treatment details were provided. On an unspecified date, the pt developed delayed lumps. It is unk if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. Relevant medical history and concomitant medication info were not mentioned. Outcome - unk.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Additional info received in the form of ptc investigation results on 13-mar-2010: ptc results revealed: bbr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received on 23-jul-2010 in the form of the sculptra adverse event follow-up form for nodules: based upon the new info received, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Poly-l-lactic acid (3 mls) from batch 1a7023 was injected on (B)(6)2009. Poly-l-lactic acid was reconstituted with 10 ml sterile water + 2 ml lidocaine. It was injected to the marionette lines, mid-cheek acne scars, and forehead. The events were described as very firm well circumvented raised areas and discoloration to the skin. The events were noted to be disfiguring. There were 5 nodules noted: one 1 mm visible lesion on the forehead circumference, one 1 mm non-visible lesion on the marionette line, one less than 1 mm non-visible lesion at the border of the jaw, and two visible lesions on the mid cheeks that were 2-3 mm in size. No biopsy was taken. It was mentioned that the pt is pregnant. Corrective treatment and event outcome were not reported.